Event description:
It was reported that the rx mini trek balloon catheter went through the occlusion without any resistance. Upon first dilatating the balloon to 8 atmospheres, fluid was seen going to the vessel from the balloon. The device was removed from the pt. Another rx mini trek was used and dilatation was successfully completed. There were no pt effects reported. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.